Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the instrument, connect f/expert tibia f/ 510.100 nail got broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.